Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead showed noise was seen as well as insulation damage. The lead will be returned and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the lead had been severed and was returned in two segments. Insulation abrasion was confirmed. The lead was abraded through to the conductor coil in the area approximately 6 cm from the terminal pin. This type of damage is consistent with repeated stress over time. The reported noise was likely the result of the lead insulation damage confirmed by the laboratory.